Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl 2000mcg/ml at 500mcg/day. It was reported that a pocket and catheter revision occurred. The patient had some intermittent pain and some recurring discharge at the pocket site. The patient did not state specific dates. There were no environmental, external, or patient factors reported that may have led or contributed to the issue. On (B)(6) 2024, the physician did an exploratory procedure of the pocket site, removed some capsulated tissue, cleaned the site, cleaned the pump, successfully aspirated the catheter, performed a successful dye study, replaced the pump side of the catheter with an 8784 catheter, and successfully reimplanted the pump. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the customer discarded the explanted portion of the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.